Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the pump, a no disposable, pump won't run alarm and a no message alarm frequently went off. There was no patient injury reported.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were all intact upon receipt and there was no physical damage found on the device. An error code was found in the ehl (event history log). The customer reported issue was not confirmed during the investigation. Root cause of the reported issue is unknown as no fault was found. Preventively replace the downstream occlusion sensor and recalibrate the upstream occlusion sensor. The product is beyond 7 years from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation., corrected data: h4: correction: device manufacture date: 16-apr-2015.